Manufacturer narrative:
Date sent to the FDA: 09/28/2007. Infection occurred- labeled. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot ze5cstn, mfg: 05/27/2007, exp: unk. Lot: xez060, mfg: 05/01/2006, exp: 1/31/2011.

Event description:
International customer reported that a patient presented with an infection following appendectomy surgery. The patient was prescribed antibiotics.